Event description:
A malfunction alarm was reported regarding an insulin pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and contact support if any malfunctions reoccurred.